Event description:
Medtronic physio control engineering initiated an investigation based upon device self-testing failures. Root cause has been determined to be pacing therapy pcb assembly component, u16. A failure of this component could result in an inability to administer pacing therapy to a pt.